Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. Electrical testing revealed high current drain on the hybrid. An anomalous integrated circuit in the hybrid was found to be the root cause of the high current drain and caused premature battery depletion.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed premature battery depletion on the implantable cardioverter defibrillator. The physician elected to explant and replace the lead. The patient condition was stable before, during, and afterwards.